Event description:
A malfunction alarm was reported by the caller. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the caller on various steps to troubleshoot the occlusion issue, including disconnecting tubing and delivering bolus doses, but the alarm persisted. Further troubleshooting was not possible as the caller declined to remove the cartridge. The customer changed supplies as necessary and resumed insulin therapy. No additional information was received regarding the outcome of the event.